Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 14d15h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a leak was observed in the minicap. The customer indicated that leak was due to a crack in the product. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This report is 1 of 3.